Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued (B)(4) 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because medical intervention was required to preclude a serious injury in this event, this event meets the criteria for reportability per 21 cfr part 803. The attachment was rec'd inoperable and failed due to severe wear on the internal components. Root cause: (B)(4) excessive use/abuse. Please note that this particular dentist has reportedly burned pts with other estylus handpieces in the past. We have repeatedly informed the dentist to follow the maintenance procedures described in the dfu to prevent further injuries due to overheating.

Event description:
In this event, a doctor reported that a pt was burned on the cheek after coming into contact with a handpiece head that reportedly overheated; a blister developed and a doctor prescribed an antibiotic.